Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection of the cassette tubing to the solution bag during peritoneal dialysis on the homechoice. The patient was connected at the time of the event. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.